Manufacturer narrative:
Evaluation summary: the wire/cable broke inside the patient. The cause is determined, to be wear and tear, due to repeated actuation. Correction information: h6: coding changed, based on the investigation result.

Manufacturer narrative:
The device has not been returned for evaluation, as such the reported customer complaint of wire/cable broken in patient could not be confirmed. A device history record (DHR) review for model eg-1690k, serial number (B)(4) was performed and the DHR review confirmed the endoscope was manufactured on 14 apr-2011 under normal conditions, passed all required inspections, and was released accordingly. The dates of approval for shipment and actual date shipped were confirmed. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
A customer reported that the wire/cable of a eg-1690k - video upper gi scope- broke during a procedure, while in the patient. There were no patient or user injuries, adverse events, delay, or medical intervention reported.